Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported during intraocular lens (iol) implant procedure, the lens was broken. The lens was explanted and replaced with same model same diopter same company back up lens during initial procedure. The procedure was completed on same day without any issues. Additional information has been requested.